Event description:
It was reported that the emg tube had loose wires out of the package. The device was not used, there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: evaluation of the device confirmed the complaint. The blue electrode wires had come out of their respective lumens and punctured the cuff. The electrodes showed bends in the contact area just proximal to where they punctured the cuff. When viewed under magnification, there was a contaminant consistent with clear gel on the interior and exterior of the tube that was void of any visible biological contaminants which may indicate the tube was lubricated for intubation. The tube was returned without the finish goods packaging however the finish goods box did not have any similar damage that would indicate a cause for the reported event. The clear shrink wrap that holds the electrodes to the main tube showed that at least 1 side of the blue pair had been moved from its original manufactured position. Method: microscopic inspection; photographic inspection.